Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two pt samples tested on a unicel dxi 800 access immunoassay system. The initial test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were not reported out of the laboratory. Repeat analysis was performed on the same analyzer. The test results were within the normal range for one of the two pt samples. The other sample retested again above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ngml. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma with a gel barrier and were centrifuged for 10 minutes at 1300. Sample appearances were normal. Samples were aliquoted and re-centrifuged prior to analysis. One of the pt sample tubes was not filled to the recommended fill volume. It is unk which pt sample had the improperly filled collection tube. Quality control is performed every eight hours and was within spec prior to and after the erroneous results. No errors were posted to the event log. Customer performed a 10 point precision test with wash buffer and all met specs. No other issues with other analysis. On (B)(4) 2010, a system was performed and passed specs on (B)(4) 2010, the field service engineer performed a system check and a carryover procedure, both passed. High sensitivity system check failed the foam portion of the system check. Replaced the aspirate probe tubing, and aspirate probes. High sensitivity system check was performed again and met specs. Repairs were verified per published procedures and met specs. Root cause was not determined. Hard ware issues may have been a contributing factor. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.